Manufacturer narrative:
(B)(4). D10: cat: sagl2044, lot: 66100376, size 4 4-peg modular cemented glenoid. Cat: sahh4817, lot: 66100499, 48mm x 17mm humeral head. Cat: sahs1111, lot: 65628116, size 11 standard humeral stem. Cat: sahha001, lot: 65974448, humeral head adapter. Cat: sahaf135, lot: 66201554, 135a humeral stem adapter depuy cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left anatomical total shoulder arthroplasty. One month post-op, the patient developed subcutaneous swelling redness at the proximal incision, and a hematoma. The patient was placed on clindamycin and doxycycline and was resolved without further complications. All implants remain in place. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g3, g6, h1, h2, h3, h4, h6, h11. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Postoperative joint swelling is a localized swelling or inflammation which is described as an accumulation of fluid in the interstitium, the space between cells, located beneath the skin and in cavities of the body. Inflammation from surgical trauma causes the release of moderators called cytokines. Swelling may increase during activities or when sitting or standing in one position for an extended period. Swelling or inflammation is the body¿s natural response to heal damaged tissue postoperatively. According to the aaos, mild to moderate swelling is a normal and expected finding for three to six months following surgery. Severe swelling is not considered an expected finding and is indicative of an underlying complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.